Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in 2009, in the pt's left (os) eye. The lens was explanted 10 days later, due to inadequate vaulting. The lens was exchanged for a longer lens.